Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that the pt was admitted to the hospital and placed on pneumatic support using an ip console and stroke volume limiter (svl) due to suspected pump end of life. The pt was successfully transplanted in 2008.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.